Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in h.3., h.6. And h.11. The product was not returned for analysis. Company lens was replaced with monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for unspecified lens. Clinical reason for explant mentioned as visual disturbances.